Event description:
It was reported that when using the bd pyxis¿ es server, a medication continued to revert changes to its barcode linkage. Although the correct ndc was assigned to baby aspirin, scanning the barcode displayed a different medication. The medication package was verified as correct, and the barcode was relinked to the appropriate medid. It was noted that the system showed the last change was made on (B)(6) 2024, but the cause of the recurring reversion remained unknown. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the customer verified the medication package, relinked the barcode to the correct medication identifier, and followed the guidance from the knowledge article "es barcode guide" to reconfigure the barcode settings. Upon further action, the customer unlinked and reassigned the es server, after which the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.